Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there were erroneous results. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "we are receiving higher pt inr results. Eleven (11) out of range pt inrs (greater than 10)."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there were erroneous results. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: "we are receiving higher pt inr results. (B)(4).

Manufacturer narrative:
H.6. Investigation summary: bd received (B)(4) samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and the indicated failure mode for erroneous results was observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results-elevated pt and inr) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.